Event description:
Event description cpi received information that this ventak mini implantable cardioverter defibrillator (ICD) was emitting constant tones and could not be interrogated. The patient experienced an inappropriate shock. The physician elected to explant he ICD.